Event description:
The lead was returned in segments with no information and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.